Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. Root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot was identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that upon opening the device during the treatment of a patient suffering a heart attack (infarction) they noticed the kit contained a medallion syringe rather than a vaklok syringe. A new device was opened to complete the procedure.